Event description:
Health care professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatment without incident. The dialyzer was reused 1 time prior to the reported event. Hcp reports no pt injury or need for medical intervention.